Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of this complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation determined that the reported difficulty positioning the clip delivery system and failure to adhere/bond to leaflets appears to be related to the challenging morphology/anatomy due to the rotated heart and dilated atrium and ventricles. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty steering the second clip delivery system (cds), due to the anatomy, which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The atria and ventricles were extremely dilated, and the heart was rotated. Visualization was difficult due to the enlarged heart. One clip was implanted and the mr was reduced to grade 2. The second clip delivery system (cds) was advanced, but due to the rotated heart axis it was difficult to steer the cds. It was noted that the height of the system was increased too much during advancement, causing the system to go more lateral. Leaflet grasping was difficult due to the rotated heart, and the mr could not be reduced; therefore, the cds was removed, and the clip was not implanted. The mr was reduced to grade 2 with the one implanted clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. (B)(6)